Manufacturer narrative:
Product event summary: the device was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the setscrew could not be retracted on the cardiac resynchronization therapy defibrillator (crt-d). A new crt-d was used and remains in use. No patient complications have been reported as a result of this event.